Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, guide wire tip detachment occurred. The patient presented due to necrosis of toe tips and inflammatory reddening of forefoot. Access was gained via the left groin and the physician placed an unknown manufacturer's 6f sheath. The target lesion was located in the popliteal artery. While crossing the target lesion using a 300cm v-14 control guide wire, 1cm of the guide wire tip separated from the guide wire. The physician dilated the vessel using an unknown manufacturer's balloon and deployed a non-bsc stents stent over the detached tip to press the segment against the vessel wall. An x-ray revealed no other complications were reported and the patient's post procedure condition is reported as stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).